Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient had a fault alarm on his freedom driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver met all functional test acceptance criteria associated with normotensive and hypertensive settings, with no anomalies or alarms. The driver did not produce a fault alarm during functional testing; therefore, the customer-reported issue was not reproduced. It is possible the customer experienced an intermittent, recoverable alarm that did not record in the alarm history before the customer switched to the backup driver. There was no information provided regarding alarm duration, nature of the alarm or the circumstances at the time of the reported issue. The cause of the reported "red alarm" could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the patient had a fault alarm on his freedom driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.